Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "bladder infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks with juvéderm voluma® xc. Several months after the patient experienced ¿an inflammatory reaction¿ in the cheeks a day after their first pfizer covid vaccine. The patient was treated with medrol dosepak and the symptoms resolved. Approximately two years later the patient was injected again in the cheeks with juvéderm voluma® xc. About four months after, the patient woke up with the inflammation returning and got worse throughout the week. The patient was treated again with medrol dosepak. Hcp stated about a month prior the patient experienced a non device related ¿bladder infection which may be contributing¿. The patient initially went to an urgent care who did an ultrasound and tested the patient¿s blood for bacteria which came back negative. Symptoms status are unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00802 (allergan complaint # (B)(4). This MDR is being submitted for the first injection of suspect product, juvéderm voluma® xc.